Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. The customer¿s blood glucose level was 85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.